Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: the journal of hand surgery vol. 13-b no. 2 may 1988 (B)(4).

Event description:
It was reported via journal article: "title: treatment of ganglia by a thread technique" authors: r. K. Gang and s. Makhlouf author(s): r. K. Gang and s. Makhlouf citation: the journal of hand surgery vol. 13-b no. 2 may 1988. The study aimed to assess the results of this new method of thread treatment, especially interms of cure and reccurence. From jun1985 to mar1986, 62 patients with ganglion of the wrist who were treated by thread method were included in the follow-up analysis. In this method, a 2/0 mersilk suture was passed in criss-cross manner through the substance of the ganglion from the skin surface, and these silk thread were tied to make loops. On the follow-up of 6 months or more, 3 patients had recurrence of swelling and were operated on and the excised swelling was sent for histopathological examination which revealed a moderately thick wall with a partly-damaged lining of the ganglion cyst. Two patients had mild tenderness at the site of the ganglion. Culture result showed staph albus (n=7), staph aureus (n=5), and klebsiella and e.coli (n=3). The thread treatment is a simple method of curing a common condition and has a low recurrence rate. As compared to operative treatment, this method has several advantages.